Event description:
The facility reports the pin that fits into the saddles on the lift carriage backed out of the boom on one side while a resident was in the sling. This caused the boom to swing to one side, bending the carriage yoke. No injuries were reported.